Manufacturer narrative:
The full patient identifier is case-(B)(4). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter field service engineer (fse) was dispatched to assess instrument performance. The fse replaced the wash valve rotor, wash pump belt and precision valve. The fse also cleaned the reaction vessel track. After servicing the instrument, the fse verified the system performance with passing system check, high sensitivity system check, precision study and quality control. In conclusion, the likely cause of this event was a hardware failure.

Event description:
On (B)(6) 2021 the customer reported a non-reproducible elevated troponin I (access troponin I, part number a98143 and lot number 922910) was generated on the customer's access 2 (access 2 immunoassay analyzer, part number a25640 and serial number (B)(4)) for one patient on (B)(6) 2021. The initial elevated troponin I result of 10.0 ng/ml was released from the laboratory. The customer reanalyzed the patient's sample on an alternate access 2 instrument and obtained a result of <0.01 ng/ml. There was a report of change to patient care or treatment which occurred in connection with this event. The patient was given IV (intravenous) heparin therapy. The customer was unable to provide additional details regarding any additional impact to patient treatment. The customer reported wash valve/pump motion errors in connection with the event. Prior to contacting customer technical support, the customer reported they had attempted to clean the wash valve without resolution to the wash valve/pump motion errors. No system check was performed after cleaning the wash valve. The customer declined to troubleshoot further, so a beckman coulter fse (field service engineer) was dispatched to the customer site. There were no issues noted with the patient sample. Sample collection and processing information was not provided by the customer.